Event description:
Emergency room personnel responded to a patient described as in cardiac arrest. The patient was connected to the device with pacing/defibrillation adapter and electrodes. According to the report, the device was charged and discharged three times with no energy transferred to the patient. The reporter based this opinion on the lack of expected patient muscular reaction to the countershock. The device was charged and discharged a fourth time and the patient's rhythm was converted. The patient was resuscitated.